Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the atrial lead had dislodged. The physician elected to explant the atrial lead without a replacement. The patient condition was stable.